Manufacturer narrative:
Investigation summary: two samples and photos were received for evaluation by one of our quality engineers. The one sample has embedded foreign matter in the hub. The other sample has a plastic fiber in the package therefore failure modes are verified. Filter hubs are purchased from a vendor. Based on my experience with our molding operations, the embedded foreign matter in the hub appears to be degraded material. It is a cosmetic defect that does not affect the form, fit, or function of the part, and does not exceed our acceptable quality limit of 1.0% for embedded foreign matter. The second sample has what appears to be a polypropylene thread in the package. It most likely came from the shield molding operation, and again does not exceed our acceptable quality limit of 1.0% for foreign matter in the package. Product meets specification. A device history review was completed with the following results: packaging batch 7114874 had 28 visual inspections performed on 1,680 parts with zero defects noted. Assembly batch 7114543 had 177 visual inspections performed on 8,850 parts with one defect noted for epoxy dripovers. No quality notifications were written for this batch, nor for the associated assembly batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is(B)(6). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿white fiber like¿ and also ¿brown fm¿) was found in the package of a bd¿ blunt filter needle with blunt fill tip. There was no report of exposure, injury or medical intervention.